Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced peritonitis. The cause, hospitalizations, treatments, patient outcomes and action taken with pd therapy were not reported. No additional information is available.